Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was generating "vent inop", "motor fault", "low pip", "low ve"", "high rate", and "xdcr fault" alarms. The events log also included "xdcr fault occurred." There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component was able to confirm the reported issue, but not able to duplicate the reported issue. The component was installed in a known good vela unit and all transducers calibrated correctly and the united ventilated without any faults. The evidence of auto-zero failures in the events log along with properly calibrating transducers suggests slow responding auto-zero solenoids.